Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge shroud was damaged. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Customer's blood glucose was 150 mg/dl. Reportedly, the cartridge was changed to address the issue.